Event description:
It was reported that the patient is experiencing 'defects' with his spectra malleable penile prosthesis. A revision has not yet been performed. No further patient complications were reported in relation to this event.